Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) concluded that the reported failure was not confirmed nor replicated. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests and it moved intuitively with full range of motion in all directions. The grips opened and closed properly. No grip misalignment was observed. Visual inspection was performed and found no damages. No sharp edges were observed. The root cause is no problem detected.

Event description:
On (B)(6) 2021, intuitive surgical, inc. (Isi) received [user facility report 2301650000-2020-8010] stating: a middle aged female patient who presented for elective robotic-assisted repair of incarcerated incisional hernia. Had a history of three previous hernia repairs. Her bmi was 38 and her medical history was significant for smoking, hypertension, and diabetes mellitus. During her surgery, staff were unable to open one jaws of the 8mm force bipolar instrument. The instrument was being used in conjunction with the da vinci xi robot and had 6 uses left. The instrument had been grasping tissue at the time of malfunction. Staff attempted to open the jaws using an emergency wrench but were unsuccessful. They called customer service but were still unable to remedy the situation. The surgeon had to cut surrounding tissues to free the instrument for removal. However, staff were also unable to straighten the instrument so that it could be removed through the trocar. The surgeon had to extend the port incision to facilitate removing the trocar and instrument as a unit. The patient tolerated the procedure well and was discharged home the following day.